Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Angiographic material of the case could not be obtained. The affected device was returned with the outer shaft being fully retracted. The device dimensions comply with the specification. The trigger at the handle is fully functional, i.e. Upon triggering the outer shaft retracts normally with the typical ratch sound. An abnormal sound of the trigger as reported can thus not be confirmed. The device shows no damage or irregularity besides several kinks in the device shaft which were, however, most likely induced during re-packaging for the return shipment. The stent has been released and was not returned as reported. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that the IFU advises the user to select the appropriate stent size based on the diameter of the artery adjacent to the lesion and the length of the segment to be stented.

Event description:
A moderately calcified lesion (90 percent stenosis degree) in a moderately tortuous part of the proximal sfa was treated. After implantation of 3 pulsar-18 peripheral self-expandable stent systems, it was attempted to implant the complaint device but during release an abnormal sound was heard from the handle. The stent could be released, but it was shorter (compressed). Therefore, an additional stent was inserted to cover the entire lesion.